Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The customer additionally reported that the event reported by the customer occurred during a preparation for use. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. E instruction manual provides preventive measures against the reported failure mode. Olympus medical systems corp. (Omsc) assumed that the endoscopic image that was not displayed and error e311 were caused by the broken cable unit. This broken cable unit may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported event was reproduced. The camera function was completely lost due to a defective camera cable and no endoscopic image was displayed. There was a deep cut on the outer surface of the cable. The white balance could not be adjusted due to a malfunction of the camera function. Error message e311 was displayed on the monitor. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was output from the camera head. There was no report of patient injury associated with this event.